Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4). Device evaluation summary: the pump and a portion of the catheter were returned for analysis. Analysis of the pump was ¿no anomaly found¿. Analysis of the catheter portion was ¿no significant anomaly ¿ acceptable catheter testing¿.

Event description:
The pump and a portion of the catheter were returned with no information. It was later reported that the pump had gotten infected a few days after implant and was removed. When they removed the pump on (B)(6) 2014, they accidently broke the catheter. They then went in around (B)(6) 2014 and removed the broken catheter. The patient then had a new pump and catheter implanted on (B)(6) 2014. The patient had 4 pump related surgeries in the last year. The device system was delivering morphine.